Event description:
Additional information received, when tested it on an ipc unit, the handpiece was running with excessive noise, failing bearings, fluid ingress and overheating with continued use.

Manufacturer narrative:
H3: product analysis found handpiece stalled when run on default settings. Error code 15 generated. Motor corroded; stuck in the housing. Housing internally discolored due to buildup. Overheating unable to confirm. H6: previously applied codes fdd a0708, fdm b21, fdr c21, fdc d16, img g04063 are no longer applicable. E2, e3, g2 have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m5 handpiece stalled and was overheating. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.